Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient's explantation was rescheduled to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/6/2020, mentor became aware of the following additional information. The patient experienced a recurrence of left sided multifocal carcinoma while this device was in situ, and was diagnosed on or around 7/7/2011. The patient underwent oncoplastic reconstruction of the left breast with reimplantation of the same device on 7/13/2011. Mentor breast implants are single use only, and as such, this device was used in an off-label manner prior to the originally reported rupture. In addition, the patient had a revision of her left nipple/areolar complex performed on 12/7/2011. -the event date has been updated to reflect the earliest reported adverse event. -patient's age has been updated to 41 at the time of the event. -patient code 3262- cancer, and device code 1494-off label use have been added for proper codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 450cc, catalog #3504501bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with mentor memorygel breast implant 450cc and experienced a rupture on the left side post-operatively. As a result, the patient would undergo explantation on (B)(6) 2019.